Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: on examination, a hole was noted in the audio bolus button cover. The button plug was exposed. On testing, the audio bolus button had intermittent response and was difficult to push. The button cover was removed for investigation and revealed the internal plug contact was misaligned and had contamination on it. Unrelated to the original complaint, the batter compartment was noted to be cracked below the finger pad, extending to the primary seal.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the audio bolus button was unresponsive. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the button issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6) . The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.